Manufacturer narrative:
An event of device deformation was reported. The field also indicated that there was no anatomical interference and a 9f delivery system, larger than recommended was used to the deploy the device. As the device was not returned for analysis, the event is not reportable, a letter is not requested and there is no indication of a product issue no device history record or lot specific similar complaint review is required. Based on available information and without the device to analyze, the cause of the reported event could not be determined; however, the use of a larger than recommended delivery system may influence deformations of the device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer cribriform multi-fenestrated septal occluder was chosen for implant into patent foramen ovale, using 09f amplatzer trevisio intravascular delivery system (atv). During deployment, the left atrial side deformed to tulip-like shape with wide spacing between left atrial and right atrial discs. The device was recaptured and redeployed with same result. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed and a replacement 30mm amplatzer cribriform multi-fenestrated septal occluder was successfully deployed with no issue. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.